Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse installed integrated electrosurgical unit (iesu) according to the isi procedures. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The iesu was analyzed and the reported failure (u-02 errors on start) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that system was throwing an activation error. Tse viewed logs and noted u-02 error. Tse had the customer perform hard reboot on integrated electrosurgical unit (iesu) with no change. Tse recommended bringing in another dv tower, but the customer stated that they only had one robot. Tse had the customer connect force triad generator using the energy activation cable. The customer was able to successfully connect a force triad generator and are continuing with procedure.